Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had intermittent high out of range shock impedances greater than 125 ohms. A vector breakdown was performed, and determined that the issue was likely in the proximal coil. The device was reprogrammed rv coil to can, and it was discussed to perform further testing to make sure there was no issue with that vector. Additional information was requested. The system remains in-service, and no inappropriate therapy was delivered. No adverse patient effects were reported.

Event description:
Additional information was received that after the vector was reprogrammed rv coil to can, isometrics were performed with no issues. The plan was to continue to monitor the patient via remote monitoring.